Event description:
The pt was being treated for gut gvhd. Her last treatment was in 2009. Her death was attributed to a 'recurrence of her malignancy'. Underlying diagnosis was hemophagocytic lymphohistiocytosis. The attending physician reported the death appeared to be a result of the underlying condition of the pt, and not the treatment nor the administration of methoxsalen.

Manufacturer narrative:
It is unlikely the ecp treatment contributed to the death as the underlying diagnosis of hemophagocytic lymphohistiocytosis has an extremely poor prognosis and three weeks lapsed, since the last ecp treatment and the terminal event. A therakos field engineer visited the site and evaluated the device. The device was found to function as intended.